Event description:
Patient reported issues with diminished battery life. There was no adverse impact to the customer¿s blood glucose level. Patient declined the transfer to customer technical support, and no additional corrective actions were mentioned.